Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained results of 1.75 and 1.57 ng/ml. When tested at a later time, the sample gave results of 0.02 and 0.01ng/ml. The erroneous results were reported outside the laboratory. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Specimen was li heparin plasma and was spun at 3800 rpm for 5 minutes. Qc data supplied shows assay was reporting within expected ranges. A field service engineer (fse) was on site in 2008: fse made some adjustments to the alignments. Fse performed hardware verification. Fse verified the repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.